Event description:
It was reported that right ventricular (rv) lead exhibited high defib impedance. No further information is available.

Event description:
New info received stated that upon interrogation high (hv) impedance issue was noted. The physician suspected the issue could be the device not the rv lead. The device was explanted and replaced. No impedance issue was noted after the lead was connected to the new device. However, noise on rv lead was noted and it was not confirmed if the noise was over-sensed. The lead remains implanted and will be monitored.

Manufacturer narrative:
Additional information: b5, e1 and h6, medical device problem code.